Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received while changing the battery. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but the call was disconnected. The customer also indicated that the battery was removed and reinstalled but battery failed. Troubleshooting was unable to continue due to the disconnected call.